Manufacturer narrative:
Batch records for final product manufacture and qc record for cov2020185 and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. Retained samples of cov2020185 were tested and met qc criterion. The issue was not found with the retained samples. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
False negative result(s). My partner became sick with covid-19 on or about 2022. She tested positive with a korean antigen quick test that the us government distributed to households via usps in early 2022. She also tested positive by pcr/naat. However, sh e continues to test negative with the flowflex antigen home test (acon laboratories), 2/2023 expiration date. We received this test from express scripts and I have seen it sold in neighborhood rite-aids. She is quite sick and still a negative result. These flowflex tests just seem useless for detecting the latest variant of omicron (ba-5) which she likely contracted. MDR# (B)(4).

Event description:
False negative result(s). My partner became sick with covid-19 on or about 2022. She tested positive with a korean antigen quick test that the us government distributed to households via usps in early 2022. She also tested positive by pcr/naat. However, sh e continues to test negative with the flowflex antigen home test (acon laboratories), 2/2023 expiration date. We received this test from express scripts and I have seen it sold in neighborhood rite-aids. She is quite sick and still a negative result. These flowflex tests just seem useless for detecting the latest variant of omicron (ba-5) which she likely contracted. MDR# mw5111298.